Event description:
During product evaluation by baxter personnel, a colleague infusion pump failed an air in line test. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The condition was confirmed through a review of the event history. This complaint is an ancillary of (B)(4). The cause was determined to be a damaged air in line printed circuit board (ail pcb). To correct this condition, the ail pcb was replaced. If any additional information is received, a follow up MDR will be sent.